Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: unknown, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: unknown, ubd: 10-dec-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy pain. The patient contacted the rep to perform reprogramming. The patient hasn't been seen for several years by a rep. The patient wasn't getting coverage on their right side of their lower back. The implant was to help with low back pain and left foot pain. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep ran the impedance test and in changing references, the 8-15 lead all showed over 10,000 ohms. The rep lit up all the electrodes on this lead and the patient never felt any stimulation, even with the amp at 10.5. The rep cannot say which lead serial number is having the issue. They provided updated programming and are having no trouble achieving left low back down to their left foot. After working further, the rep was able to capture the right low back with a pulse width of 1000. The patient is happy right now with the stimulation so they do not plan on going to their healthcare professional (hcp) at this point. The issue was not re solved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.